Event description:
It was reported that approximately one year and one month post port placement via the left internal jugular vein, the catheter allegedly cracked near the insertion site. It was reported that the catheter was allegedly leaked subcutaneously. Reportedly, the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately one year and one month post port placement via the left internal jugular vein, the catheter allegedly cracked near the insertion site. It was reported that the catheter was allegedly leaked subcutaneously. Reportedly, the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport MRI implantable port attached to a groshong catheter was returned for evaluation. Functional, gross visual, tactile, and microscopic visual evaluations were performed. The investigation is confirmed for the reported catheter fracture and leak issue and the identified wear and deformation issues, as a partial circumferential break was noted on the attached catheter approximately 12.3cm from the distal end of the cath-lock. The surface of the partial circumferential break on the attached catheter was noted to be round and glossy. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.